Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient, lens (iol), torn, split, cracked. Evaluation method: lens work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusions: no conclusion can be drawn. Based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Evaluation: method - (B)(4) (other): device history record review. Results - (B)(4) (other): a review of the device history record was performed and nothing was found in the manufacturing process of this lens that was the root cause of the complaint. Visual inspection of the returned product found the lens optic and both haptics torn into two pieces. The lens was returned in liquid. Conclusions -(B)(4) (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon noted, after examining a cc4204a collamer aspheric single piece lens, there was a slight tear in the lens. The reporter stated the lens was not loaded or used and there was no patient contact. The reporter stated the lens was received damaged.